Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support made multiple attempts to follow up with the customer via email to assist with troubleshooting the issue and encouraged james to call them for further assistance in resolving the malfunction notice and returning to the main screen of his insulin pump. No additional information was received regarding the outcome of the event.